Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station failed to boot completely and got stuck at initializing device manager. The field service engineer (fse) performed a full shutdown and restart of both the helmer pyxis fridge and med station, after which the system booted successfully without errors. Additionally, storage space recovery was completed for the fridge, resolving the issue. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es kept rebooting, went down, and completely shut down, while rss remained online. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.